Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(6). Implanted device remains.

Event description:
Per the clinic, the patient experienced painful and distorted stimulation with the device resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned, but had not taken place at the time of this report.